Event description:
A hospital in (B)(6) reported that during a procedure a zero-p cage/plate fell apart during insertion. The zero-p was removed and the surgery was completed with another zero-p implant.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. This device was used for treatment. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. The review of the production history revealed that this implant was manufactured in june 2011 according to the specifications. No abnormal findings were identified. The measurable dimensions were checked and found to conform to the drawings and ao/asif specifications. The exact cause of failure could not be determined, we can only assume that excessive bending or torsion forces led to the separation of the plate from the cage.